Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024, during a brevera procedure, after inserting the biopsy needle into the patient an error code was received and could not be cleared. New needle had to be used which required a new incision site. No additional medication or surgery required. Procedure was completed successfully after the second incision.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted, and there were no signs of physical damage, also, the bearing and the gears were inspected, and no issues were found. Functional testing was conducted, and the device passed the setup and test phases, the device arm, was fired, and completed 12 cut cycles without issues, all the chambers were filled with tissue, and no errors or issues were found during the test. The failure reported was not reproduced, the device works as intended. Hence, the complaint cannot be confirmed. This observation will be monitored and trended.